Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "filled with liquid contents".

Event description:
Healthcare professional reported ¿has clear, slightly wavy contours, a uniform structure, and is filled with liquid contents.¿ ¿in the inner quadrants of the gland, there are single cysts, round and ovoid in shape, with clear, even contours, with homogeneous liquid contents (hyperintense mr signal in t2, t2-tirm modes, hypointense in mode t1-vi), up to ~0.6x0.75 cm in size, without perifocal infiltration.¿ the device has been explanted.

Event description:
Healthcare professional reported ¿has clear, slightly wavy contours, a uniform structure, and is filled with liquid contents.¿ ¿in the inner quadrants of the gland, there are single cysts, round and ovoid in shape, with clear, even contours, with homogeneous liquid contents (hyperintense mr signal in t2, t2-tirm modes, hypointense in mode t1-vi), up to ~0.6x0.75 cm in size, without perifocal infiltration.¿ the device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.